Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had low power. The assignable root cause was determined to be due to improper maintenance. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device could not engage attachment - coupling, worn motor, air leak, moving parts did not move smoothly, insufficient/low power, locking mechanism stiff/stuck and component damage. It was further determined that the device failed pretest for air leak, power with the test bench, free movement of soft mode switch, reverse locking mechanism with oscillating saw attachment, attachment coupling with oscillating drill attachment and check the attachment coupling. It was noted in the service order that the device did not work when the buttons was pressed. Because of the damaged button, it did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.